Event description:
Customer called on (B)(6) 2011 reporting that there was a blood leak on the left side of a beckman coulter coulter lh 750 hematology analyzer. Customer was wearing proper personal protective equipment at the time of the event and no one was exposed to the leak. No injury or impact to patient results was associated with the event. Field service engineer (fse) was dispatched and cleaned up the spill. Fse then proceeded to replace the defective solenoid (sol118) and several tubings. Repairs were then verified as per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).